Event description:
The customer reported oil mist coming from the unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Oil mist - capital equipment, unit evaluated at the facility. The fse found the unit leaking from around the heater tank. He replaced the tank assembly and ran a cycle. The unit met specifications. This issue is being addressed with a customer letter, related to correction & removal.